Event description:
It was reported "the doctor found the luer hub/fitting has a crack during use on the patient." The user changed to a new set to complete the procedure. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one connector assembly for analysis. Signs of use were observed. Visual analysis revealed the blue venous luer hub contained a crack on the threads. Microscopic examination confirmed the damage and revealed stress marks on the threads. A lab inventory syringe filled with water was attached to the extension lines and flushed. When flushing the venous line, water was observed leaking out of the crack on the threads. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "repeated over tightening of bloodlines , syringes and caps will reduce connector life and could lead to potential connector failure". The report of a cracked luer hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the blue venous luer hub contained a crack and stress marks on the threads. The appearance of the damage is consistent with overtightening or repeated tightening of the hubs. Additional testing revealed that water leaked from the crack on the arterial hub when flushing. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. - unique identifier (UDI)# corrected from(B)(4).

Event description:
It was reported "the doctor found the luer hub/fitting has a crack during use on the patient." The user changed to a new set to complete the procedure. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".